Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent response with the up arrove button due to corroded keypad traces. Damagess to the case, reservoir tube lip, lcd window and reservoir tube window also noted.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer has been with the keypad being responsive (up and act) off and an since october. The customer was asked if recalls any significant events leading to the keypad issues and said she does not recall any event. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.